Event description:
It was reported that the physician had difficulty securing the port catheter to the port stem. After significant struggling he was able to slide the catheter lock over the port catheter and pulled quite hard on it to ensure that it was secure. The port functioned but the initial port fractured when I tried to place the catheter lock over it.

Manufacturer narrative:
The investigation determined that the incorrect port was packaged in the kits. A voluntary recall was initiated and the FDA was notified.